Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage was noted on the electronics assembly. The insulin pump has a broken reservoir tube lip. The insulin pump was missing the missing reservoir tube lip o ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, she was having issues with the insulin pump. The device alarmed button error and she is unable to clear it. Customer didn't know her blood glucose level when the alarm occurred. Customer was at the gym and the device might have been exposed to moisture. Device alarmed a day prior to the call and her blood glucose was 4 mmol/l. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.